Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered an issue with an ergonomic error on startup. The site had power cycled the system, but the error persisted. Also, the site powered the system off and had cycle the breaker off on the console. They checked all around the console for obstructions. It was stated there was a lead apron hanging on the console earlier, but it was removed. The system was restarted, and the error returned. There was a 23062-error pointing at the column ergo. The surgeon converted to laparoscopic surgery as the console was not in a position the surgeon could operate from. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after port placement and docking. The surgeon noted that they were unable to set their ergonomics settings. When they went to adjust the settings manually, the console froze up and they were unable to use it at all. They converted to laparoscopic because they were unable to use the console. They did not need to increase port incisions or add additional ports.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced motor module and power cable to resolve the issue. The system was verified and ready to use. Isi has received the module for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The motor module was returned for failure analysis due to an error 23062 complaint which was confirmed and replicated. The 3-phase motor did not respond as expected due to an inconsistency in measured current, voltage, and speed based on the internal simulation of the motor. Upon initial inspection, mechanical and thermal deformation were observed on the unit, specifically on the unit¿s motor and cable assembly which possessed multiple deformed connector pins and burn marks on the connector itself. Due to the nature of the motor's failure, the unit was unable to be installed onto a golden system for system level testing.

Event description:
Refer to h10/h11 for follow-up information.